Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation indicates the dovetail feature being flared on one side and/or compressed on the other side on all the returned devices. Inferior surface exhibits signs of wear (nicks and gouges). DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: articular surface size cd 10mm height "use with plate 3, catalog # 00596403010, lot # 62591359. Articular surface size ef 10mm height "use with plate 3, catalog # 00596403210, lot # 62794283. Articular surface size cd 12mm height "use with plate 5, catalog # 00596404112, lot # 60611968. Articular surface size cd 12mm height "use with plate 5, catalog # 00596404112, lot # 60835297. Articular surface size cd 12mm height "use with plate 5, catalog # 00596404112, lot # 62419897. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05201, 0001822565-2017-05199, 0001822565-2017-07452, 0001822565-2017-07453, 0001822565-2017-07454, 0001822565-2017-07456, 0001822565-2017-07457.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: the event date is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR supplemental reports were filed for this event, please see associated reports: 0001822565-2017-05199 and 0001822565-2017-05201. Concomitant medical products - articular surface size cd 12 mm height use with plate 5, catalog # 00596404112, lot # 61449949, articular surface size gh 12 mm height use with plate 7, catalog # 00596405012, lot # 62648527. (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the articular surface did not snap into place. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.